Event description:
The patient received 3 orthovisc injections ((B)(6) 2013) the patient reported knee pain, swelling and had a temperature within 48 hours of last injection. On (B)(6) 2013 - knee was drained for blood work. The blood work revealed a white blood cell count of 98,000 but no organism or white blood cells were seen. The patient was prescribed keflex but got worse. (B)(6), the patient went to the ER. The knee was flushed and drained again. Patient received daily infusions of cubicin (mini hickman port) and prescribed vancomycin.

Manufacturer narrative:
The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the product lot.